Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, patient had posterior capsule rupture due to which surgeon changed lens to provide better outcome to patient. The surgery was completed on the same day and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the capsule rupture was due to the patient's anatomy and not related to a device issue. The surgeon decided to implant a different intraocular lens due to patient eye anatomy condition.